Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not down. A field service engineer confirmed with the customer that there was no black screen, no failed storage spaces and verified the functionality. The system functioned as intended after the field service engineer confirmed with the customer. The customer escorted the field service engineer to check on the device and the engineer reported no problems were found. The engineer had the customer log in and inventory the medications in a few drawers. No issues were found, and all tests were ok.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es machine was down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.